Event description:
(B)(46) hospital in (B)(6), the surgeon original exeter hip replacement (B)(6) 1999. Our distributor, reported that the patient fell and fractured the exeter stem. The patient did have a new replacement and no complications were reported. The item is being returned for further investigation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.